Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose level was in the 400's (mg/dl) with ketones. It was confirmed that the customer had manual injections available. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
An additional lot number was reported (lot# m015426). The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.